Event description:
A customer reported false high troponin 1 plasma results on a pt sample. The same pt sample was repeat tested and gave normal troponin I results. Elevated results of the magnitude obtained might initiate unnecessary clot lysis therapy or a cardiac catheterization. There was no report of pt harm as a result of this event.